Manufacturer narrative:
Date of event is approximated. The patient was unilaterally explanted (right balloon, date unknown) due to unilateral erosion. The patient's left balloon was unilaterally explanted on (B)(6) 2022. On that same day, the patient was implanted with an artificial urinary sphincter. (B)(4).

Event description:
Unilateral erosion in a proact patient, necessitating explant.

Manufacturer narrative:
This follow-up report documents the results of device analysis, which was completed following the submission of the first revision of this report. Note that although the reported problem was erosion necessitating explant, uromedica identified a calcification leak in the balloon component of the explanted proact device. This leak is unrelated to the reported erosion. The cause of the reported erosion is unknown.